Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-03933 and 1627487-2013-03934. The patient received 2 occipital (off-label) scs leads. It was reported the patient's scs system was explanted and replaced due to the patient not using the system for over a year as a result of not receiving effective stimulation. Additionally, at the time of the surgical intervention the patient's scs ipg was non-functional.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.